Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd due to cracked controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify audio or beep anomalies due to blank-flashing white lcd. The insulin pump had scratched casing, minor scratches on the lcd window, dents on the display window cover, pillowing keypad overlay and cracked loose belt clip rail.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump constantly flashes a black and white screen and there is a constant audible tone from the pump. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to returned the product for analysis.